Event description:
(B)(4). Had the essure in 2010 at recommendation of my ob and have had ongoing issues. Fibroids and excessive in 2015, he did ablation (I did not know that bayer does not recommend doing ablation with essure). I now am getting rashes and hives randomly, cramping and bloating with weight gain. I had several 'fibers' come out approx 3 months after surgery.